Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this right ventricular defibrillation lead exhibited noise, oversensing and pacing inhibition. The lead was explanted and replaced. No additional adverse patient effects were reported.